Event description:
Spoke to patient's sister regarding cadd legacy pump not working. Pump won't let her go through the next step which is priming. It keeps on beeping, on the screen it says no disposable, clamp tubing and no disposable pump won't run. She took out the cassette few times and reattached it. She states she has aligned the cassette with the pump properly and she has been trying to troubleshoot since the weekend with no success. She states they have been using cadd legacy pump for a long time and knows how to use it and thinks that pump is probably damaged. Product fault occurred while preparing to use for the next mix. Product issue has not contributed to any patient or clinical injury. Actual device is currently not available for investigation. Device is replaced. Dose or amount: 20 ng/kg/min rate 43 ml/24 hours. Frequency: continuous infusion. Route: intravenous. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.